Manufacturer narrative:
"Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 & 3.2 failed. The field service engineer repaired the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system mc-ea3, main drawer 3.1 and 3.2 jammed and failed. The customer stated that the malfunction prevented the user from removing medication for a patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure due to jam. A field service engineer confirmed that drawer was repaired and recovered. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system mc-ea3, main drawer 3.1 and 3.2 jammed and failed. The customer stated that the malfunction prevented the user from removing medication for a patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.